Event description:
It was reported that the 9800 system shut down during a case. The 9800 system had to be removed and the procedure was completed with. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended, and put back into service.